Event description:
The customer reported that they were unable to check their blood glucose on their one touch basic meter due to redo check message. Pt was experiencing gitteriness, sweating, and irritation. Pt kept trying to retest, but was unable. No allegation of harm.